Event description:
It was reported following a diagnostic aortogram, an angio-seal device was deployed to seal the arteriotomy site in the left femoral artery in 2004. The pt experienced pain and numbness in the left leg for 6 - 7 days following deployment. A repeat angiogram confirmed an occlusion in the left femoral artery. The pt underwent surgery a week later; the angio-seal device was removed. The physician stated he may have tamped too hard, causing collagen to enter the artery and the anchor to malposition and deform. The pt was reported to be recovering.